Manufacturer narrative:
Per the pt's nurse, the sample was discarded. A batch review was performed on the above lot number, and no issues were noted.

Event description:
A pt contacted baxter stating that their transfer set had broken. During a follow up call with the pt's nurse, it was discovered that the transfer set had separated from the catheter adapter, it didn't break. No injury or medical intervention was reported.